Manufacturer narrative:
A customer from the united states alleged discrepant results for four patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Upon initial investigation, both initial and recollected sample from patient 1 showed CT values near or below the limit of detection (lod), indicating a low titer sample. The run data for sample 2 was not found in the data provided by the customer. Sample 4 did not appear to have generated a discrepant result, with the available information. A reagent kit investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer initially reported that sample 1 generated a positive sars-cov-2 result upon initial testing on liat sn (B)(4), when the same sample was retested on liat sn (B)(4), it generated a negative result. Sample was recollected and retested on liat sn (B)(4), again generating a positive sars-cov-2 result and upon retesting of the same recollected sample on liat sn (B)(4), a negative result was obtained a second time. Both the positive and negative results were released and no harm was alleged. Customer alleged additional samples further on. Sample 2 first tested positive for sars-cov-2 on liat sn (B)(4) (reagent lot 10322x), negative on the same liat sn (B)(4) with reagent lot 10111x and upon testing this sample a third time on a different liat sn (B)(4) (reagent lot 10322x) it yielded a negative result as well. Sample 3 was tested multiple times on both liat analyzers. It tested positive for sars-cov-2 target thrice on liat sn (B)(4) using reagent 10322x two times and reagent lot 10111x once. However upon testing on liat sn (B)(4) with reagent lot 10322x, a negative result was obtained for the same target. Sample 4 tested positive for the sars-cov-2 target on both liat analyzers sn (B)(4) & sn (B)(4). Accordingly, four mdrs will be filed to address the customer allegations, per FDA guidance. Upon initial investigation, both initial and recollected sample from patient 1 showed CT values near or below the limit of detection (lod), indicating a low titer sample. The run data for sample 2 was not found in the data provided by the customer. Sample 4 did not appear to have generated a discrepant result, with the available information. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
Upon investigation and review of the data provided, the following could be identified: ¿ the initial sample for patient #1 was tested 3x on this analyzer and generated sars-cov-2 detected results all three times with CT¿s near the limit of detection. This suggests a low titer sample, which would explain why wavering results were generated upon retest. The recollected sample for patient #1 was run 2x on this analyzer and generated a positive sars-cov-2 result and a negative result. The positive result generated a CT that was just below the cutoff, indicating a low titer sample. ¿ no data was provided/could be found for patient #2. ¿ patient #3 sample generated a sars-cov-2 detected result with a robust CT value and does not appear to have generated any discrepant results. No harm was alleged. For patient #1, both positive and negative results were reported. The customer is using nasopharyngeal samples bd uvt collection kit. In addition, an investigation was performed on the alleged reagent lots used and ruled out any contribution to the allegation. (B)(4).